Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that he pump battery was low so the customer connected the pump to a power source. While the pump was connected to the power source the pump shut off and became unresponsive. The customer confirmed the charging supplies successfully charged another device. In addition, the customer woke up with a blood glucose (bg) level of 52 (mg/dl) that morning. The cause of the low bg was unknown. Food was consumed to address bg level. A recommendation was made for the customer to discuss low bg levels with a healthcare provider. Reportedly the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunctions could not be evaluated due to an additional issue identified (usb pin damage).